Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus dilatation catheter noted blood on the balloon, consistent with the reported use. There was no contrast visible. The balloon was loosely folded. There was a longitudinal rupture in the balloon distal to the distal balloon marker and extending proximally. There was also a radial rupture in proximal end of the balloon at the proximal balloon marker. There was no other damage noted to the balloon catheter. There were no scratches found. Scanning electron microscopy (sem) analysis suggests that the balloon rupture may possibly be related to exposure conditions or a material/processing discrepancy. The origin area was located along the longitudinal rupture in the working length. The balloon failure initiated within the matrix of the material just along the inner surface and propagated in the proximal and distal directions. The longitudinal rupture extended in the radial direction at the distal end of the proximal marker. The radial portion of the rupture may be attributed to tearing and mechanical damage. Mechanical damage was observed at the edge of the radial portion of the rupture. It may be possible that the rupture occurred as a result of interaction with the lesion site, which was described as heavily calcified. There was no report of any leak noted during preparation, which suggests that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure due to interaction with highly calcified lesion or associated devices, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Although the longitudinal rupture was observed to possibly be related to exposure conditions, the radial rupture exhibited signs of mechanical damage, possibly from the calcification. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the balloon rupture and noted mechanical damage could not be determined. However, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that during a procedure in the heavily calcified, stenosed, basilic vein in a dialysis patient, the fox plus balloon was inflated to 16 atmosphere (rated burst pressure) but the balloon ruptured circumferentially. There was no separation. The device was entirely removed without intervention. A second fox plus and a non-abbott cutting balloon were used to complete the procedure. There was no adverse patient effect. Though requested, no additional information was provided.